Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot numbers 180413 and 171103. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples for each provided lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. The retained samples were microscopically examined and no signs of rust were observed. Based on the investigation results, an exact cause related to the manufacturing facility could not be determined for this incident. It is possible for this type of defect to result from improper storage of the product. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that needle 30gx1/2 in for pharm customers was rusted. The following information was provided by the initial reporter: "rusty needle."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 180413, medical device expiration date: 2023-03-31, device manufacture date: 2018-04-04, medical device lot #: 171103, medical device expiration date: 2022-11-06, device manufacture date: 2017-11-01. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 30gx1/2 in for pharm customers was rusted. The following information was provided by the initial reporter: "rusty needle".